Event description:
It was reported to philips that the system failed to boot due to intermittent hdd failure on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part. The system was operational but the backup was incomplete. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).